Manufacturer narrative:
(B)(4). Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported reviewing a patient that was injected with unspecified juvéderm® voluma® in the cheeks by another injector. Soon after the injection, the patient had an ipl treatment which resulted in "superficial burns" that have resolved. Two weeks after the injection, the patient developed pain, swelling and hard lumps only on the right cheek. The patient has been prescribed a number of antibiotics by the injecting clinic as well as their general practitioner. Some of which did not help and some of which did help, but symptoms would recur immediately after finishing with the antibiotics. Some weeks after the injection, the patient also had breast implant surgery with no apparent problems. Patient was reviewed by the healthcare professional about 6 months after the injection after having completed their most recent prescription of clindamycin from the general practitioner with good result. There has been no recurrence of pain and swelling since. The healthcare professional noted the patient's symptoms as a "grape sized firm, non fluctuant, non-tender, non-mobile lump" on the central right cheek. Questioned if there was "establishing incapsulated filler." The healthcare professional had also reviewed ultrasound and CT scans which revealed "what could be a granuloma in the problem area." The patient still has persisting non tender but firm lumps on the right cheek and is "very distressed." No additional treatment was provided by the healthcare professional.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, swelling, hard lumps, "encapsulated filler," and "what could be a granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of edema, inflammation, pain and skin irritation: "contra-indications ¿ juvéderm® voluma® with lidocaine should not be used simultaneously with laser treatment, deep chemical peels or dermabrasion. For surface peels, it is recommended not to inject the product if the inflammatory reaction generated is significant. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported reviewing a patient that was injected with unspecified juvéderm® voluma® in the cheeks by another injector. Soon after the injection, the patient had an ipl treatment which resulted in "superficial burns" that have resolved. Two weeks after the injection, the patient developed pain, swelling and hard lumps only on the right cheek. The patient has been prescribed a number of antibiotics by the injecting clinic as well as their general practitioner. Some of which did not help and some of which did help, but symptoms would recur immediately after finishing with the antibiotics. Some weeks after the injection, the patient also had breast implant surgery with no apparent problems. Patient was reviewed by the healthcare professional about 6 months after the injection after having completed their most recent prescription of clindamycin from the general practitioner with good result. There has been no recurrence of pain and swelling since. The healthcare professional noted the patient's symptoms as a "grape sized firm, non fluctuant, non-tender, non-mobile lump" on the central right cheek. Questioned if there was "establishing incapsulated filler." The healthcare professional had also reviewed ultrasound and CT scans which revealed "what could be a granuloma in the problem area." The patient still has persisting non tender but firm lumps on the right cheek and is "very distressed." No additional treatment was provided by the healthcare professional.